Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose levels. Customer's blood glucose level at the time of incident was 43 mg/dl. Customer treated low blood glucose level with carbohydrate intake. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was not activated at the time of low blood glucose event. Customer reported calibration error. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.